Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 9 days after the sensor was inserted in the arm. The patient was alone in the house when the event occurred, the patient called her brother. When her brother came, he found the patient unconscious on the bathroom floor covered with blood due to a head injury. Her brother called an ambulance, and the patient was taken to the trauma hospital. At the hospital they performed a CT scan and an MRI due to the head injury; there were no results reported. The doctor took the measurements minutes after the patient´s arrival in the hospital; the cgm reading was 141 mg/dl and the bg reading was 66 mg/dl. There was no documented treatment for hypoglycemia, the patient just reported the daily medication ¿taking long-acting insulin every morning 0.6 dose¿ not relevant for this event. The patient was discharged after 2 days. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.